Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic on an unknown date and it was noted that the right ventricular lead exhibited an increase in capture thresholds. Chest x-ray revealed the lead had micro dislodged and lost the slack. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.